Event description:
Resident was in bed with a bed monitor attached. Resident found on floor. Son stated, residents clip on the monitor was broken. Resident expired after being transferred to the hospital.